Event description:
Complainant alleged that during a routine shift check by a clinician the device intermittently did not power up. Complainant alleged that when device did power-up, it would intermittently power-off. Complainant indicated that there was no pt involvement in the reported malfunction.